Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since date of implant the patient's spinal cord stimulator didn't give them therapeutic relief. The patient would have to increase the intensity so high in order to help with their pain that they would not be able to walk due to the intense stimulation. For this reason the patient hasn't charged their implantable neurostimulator in a couple of years. The process of charging ins was explained and redirected the patient to their health care provider. Patient doesn't have external equipment to verify whether or not they are over-discharged. The patient further reported that they were still receiving the reposition antenna message on their recharger when they attempted to charge their implant. Patient stated that the last time they charged their implant was over 2 years ago. Patient mentioned that they needed the implant to have charge for they need an MRI. MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical product: product ID 37761 serial# unknown product type recharger product ID 37751 serial# unknown product type recharger review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient requested MRI guidelines. The MRI was not due to a problem with a medtronic device or therapy. The patient had a torn rotator cuff on the shoulder. Product service specialist (pss) recommended that the health care professional (hcp) call for information regarding MRI guidelines. The patient stated that he just may have it removed as he needed an MRI. The patient also reported that the device was not working for him has never done everything they said it would do. The patient stated that the therapy was not effective as he had to increase it so high that it would cause his knees to buckle and could hardly walk. The patient reported pain. Pss reviewed the options for reprogramming and suggested the patient contact the hcp office to schedule if interested. The patient also stated that he had not seen implant hcp since shortly after implant and may longer accept his insurance. No further patient symptoms or complications were reported in this event.